Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have an issue with a damage lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.